Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The power chair was getting an 8 flash error code. Controller fault code. Dealer checked the battery voltage and stated the batteries were swelled and stuck in the power chair causing him to have a hard time getting them out.